Manufacturer narrative:
(B)(4)

Event description:
It was reported that in clinic during a follow-up post-paced t-wave oversensing was noted. Programming changes were made. There were no consequences to the patient.